Event description:
It was reported that after a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the fenestrated bipolar forceps instrument was defective at the top of the joint. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument for failure analysis. The instrument was analyzed and found to have thermal damage on the grips - tips. The complaint was confirmed by failure analysis.